Event description:
While trying to insert the balloon, the doctor could not complete the insertion over a 0.018 on a 7 fr guidewire. The device would not thread through the central lumen of the 7 fr sensation brand iabp catheter.